Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range pacing impedance measurements were reported when it comes to the left ventricular (lv) lead as well as loss of capture. The lv lead was extracted and discarded and a new lead was implanted. It was noted that this patient was not pacemaker dependent and no asystole was noted. An lv lead fracture was confirmed on x-ray. No additional adverse patient effects were reported.